Event description:
It was reported that the patient experienced unspecified issue with 2-piece penile prosthesis. The device was removed and replaced with spectra concealable penile prosthesis. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.